Event description:
It was reported that pixels on the external pulse generator's (epg) liquid crystal display (lcd) were not clear and therefore, the user cannot read the display. The epg is being returned for repair. There was no patient involvement indicated as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.